Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date a tibial nail was removed due to a bad bone. The surgeon put a shorter nail in for fear of the current nail going through the patient's joint due to poor bone quality. The nail came out as a whole with no issues. The procedure was successfully completed without a surgical delay. There was no patient consequence reported. Concomitant devices: unknown locking screws (part # unknown, lot # unknown, quantity unknown), unknown end caps (part # unknown, lot # unknown, quantity 1). This report is for one (1) 11mm ti cannulated tibial nail-ex/ 345mm-sterile. This is report 1 of 1 for (B)(4).